Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pulse generator (ipg) follow up check, battery estimate minimum is 1 year. It was also reported that right atrial (ra) lead high capture threshold was recorded one day after implant. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.